Event description:
The hosp reported that during a coronary artery bypass procedure, the heartstring was loaded under the supervision of the account rep. The surgeon made the hole with the cutter and blocked the hole with his finger. He inserted the delivery system and released the heartstring inside the ascending aorta. They immediately noticed a jet shooting out of the middle of the heartstring but couldn't see exactly where. A decision was made to load a second heartstring and pull out the first one. The surgeon pulled it out by using the removal technique for a normal seal. A replacement device was used to complete the procedure. The hosp did not report any pt effects. Due to the first one being unfurled for removal, they couldn't see where is was leaking exactly. There was no blood loss reported since this was the first time the surgeon used the device and was on pump. All blood that was loss from the seal leakage was suctioned back to the venous reservoir and given back to the pt via heart lung machine.

Manufacturer narrative:
The device will reportedly not be returned to maquet cardiac surgery for investigation, therefore no eval could be performed. A lot history record review was completed for the reported product lot number. There was no non conformance recorded in the lot history. There are no other similar complaints reported against this batch. Internal complaint number - (B)(4).